Event description:
The customer reported having low blood glucose, and she began to take glucose tablets and drink orange juice. The customer stated that she changed the infusion set and was disconnected during the infusion set change. Troubleshooting was performed. The insulin, time and date were correct. The customer's son called the next day to report that his mother's glucose level still was low. The son did a finger stick and the customer's blood glucose was 48mg/dl. The paramedics were called and treated her. The son stated that his mother's blood glucose reading was 84mg/dl, which it's normal for her. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.